Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es database was not able to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was in suspect mode. A technical support specialist confirmed that the station was not in retry mode before the corruption occurred, dropped the database, repaired the med application, and performed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.